Event description:
It was reported that the cage broke off of inserter and was fixated 2/3 at l4/l5 of the patients spine

Manufacturer narrative:
Risk assessment; the device is still implanted and no lot number is available. Therefore, device evaluation, complaint history review and device history review could not be performed. The root cause of the reported event could not be determined without device evaluation.

Event description:
It was reported that the cage broke off of inserter and was fixated 2/3 at l4/l5 of the patients spine.